Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address: (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the (B)(6) clinical study on (B)(6) 2019. The index procedure was performed the same day. A 6mm x 120mm x 130cm innova stent was selected for use within the right proximal to mid superficial femoral artery (sfa). The target lesion was 95% stenosed and was 100 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. During the procedure, the target lesion was treated with pre-dilation, followed by placement of the innova stent. Following post dilation, residual stenosis was 10%. On (B)(6), the subject was discharged with antiplatelet therapy. On (B)(6) 2020, 364 days post-index procedure, subject visited the site for protocol scheduled 12-month follow-up visit with moderate problems in walking and symptoms of claudication in right leg. Duplex ultrasound scan revealed in-stent restenosis. No action was taken treat the event.

Manufacturer narrative:
A1: patient identifier: (B)(6). E1: initial reporter address: (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2019. The index procedure was performed the same day. A 6mm x 120mm x 130cm innova stent was selected for use within the right proximal to mid superficial femoral artery (sfa). The target lesion was 95% stenosed and was 100 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. During the procedure, the target lesion was treated with pre-dilation, followed by placement of the innova stent. Following post dilation, residual stenosis was 10%. On october 18, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, 364 days post-index procedure, subject visited the site for protocol scheduled 12-month follow-up visit with moderate problems in walking and symptoms of claudication in right leg. Duplex ultrasound scan revealed in-stent restenosis. No action was taken treat the event. It was further reported that on (B)(6) 2023, the event was considered to be recovered / resolved.